Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen has black smudges displayed making it difficult for the customer to see. Reportedly, the customer works in restoration and stated that they may have got a substance inside the screen. Customer's blood glucose level was not impacted.